Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during paraesophageal hernia robotic laparoscopic procedure, surgeon observed that the bipolar maryland forceps (bmf) wasn't closing properly. Sometimes it would close normally and sometimes it would close partially with a slight delay between the closing of the jaw on the bmf and closing action of the hand controllers. The instrument was replaced to resolve the issue. On further inspection, it was noted that the cable was slightly frayed on the bmf. No injury to the patient.